Manufacturer narrative:
On 2/11/2021, the mentor failure analysis lab has received the device for evaluation. On 2/25/2021 , mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 380cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. (B)(4).

Manufacturer narrative:
On 1/4/2021, it was reported to mentor that the replacement device was mentor memorygel breast implant 295cc. The patient¿s weight was 118 lbs. The patient experienced asymmetry of the breasts and it was noted that left implant totally deflated and the patient experienced bilateral ptosis and bilateral deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2021, a statement was added to the product investigation: ¿mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the content of the previously submitted report (follow-up # 3) was provided in error. There was no report of capsular contracture with this device. Manufacturer's reference number: (B)(4) the content of the previously submitted report (follow-up # 3) was provided in error. There was no report of capsular contracture with this device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round high profile 380cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.